Manufacturer narrative:
Follow-up #1 upon review of the complaint, the treatment bg of 38 mg/dl is being reported as an adverse event related to the allegation of pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient's blood glucose (bg) has been high and not controlled. The doctor advised reporter to give bolus with syringe - the bg then went down to 38mg/dl, and then next morning back over 338mg/dl. Reporter stated the bg readings are too high for last few days, but was not willing to go through pump settings to rule out a mechanical problem, and is unwilling to give all details of situation with child. Customer was advised to use alternative method and phone doctor for instructions. The 338 mg/dl bg is not being reported as it does not meet animas critieria for an adverse event. This compliaint is being reported due to the allegation of inaccurate delivery.